Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss with unknown duration occurred. Data was evaluated and the allegation was confirmed as a signal loss over one hour. The probable cause was determined to be the patient closing the mobile app. The reported event of a signal loss with unknown duration is reportable based on the finding of a signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed.